Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The user noted they would change out pumps if it alarms more than two upstream occlusion (uso) alarm. These events occurred at 'blake 12' intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.